Event description:
Additional information indicated that the patient had their pump explanted.

Event description:
A motor stall was reported, and the pump was reported to be operating in safe state. Patient hospitalization and intervention were noted to be related to this event, and a pump replacement was scheduled. No patient symptoms or injuries were known to be related to this event. The medication used within the system was morphine. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump motor revealed the coil shorted to the case. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.